Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated device is starting to bother them. Patient stated that the device is pinching them on the inside, the device pinched the patient a couple times the pain was so bad that they couldn't walk and could barely make it to the bathroom. Patient reported that they have been trying to get their device removed because the device is causing them discomfort. Patient stated that they want to have surgery to have the device removed but that they also need a different surgery; patient was not sure if they do the surgeries separately or not. Patient inquired if the pinching from their device was normal; agent reviewed information with patient. When asked for an event date; patient noted that the issue started probably 5 years ago maybe, end of 2018 or beginning of 2019. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received. It was reported the patient was going to meet with their surgeon to remove the device. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were still wanting to get the device removed because they could hardly sleep and they ins was the source of the pain. Physician listings were sent.